Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting it was found that the customer over filled the cartridge. Customer will continue to use current cartridge. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.